Manufacturer narrative:
Date of event: month of june provided. Catalog number - potential provided ga1418(ra*fa14181c) or ga1430(ra*fa14301c). UDI - ga1418: (B)(4), ga1430: (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record or shipping inspection records. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4). MDR (B)(4) for the importer report.

Event description:
The user facility reported md off label usage of the involved 014 glide wire advantage. The md had coronary perforation with a terumo gwa 014 resulting in the need and usage of multiple urgently deployed graftmaster stents. The patient had recovered. The percutaneous coronary intervention (pci) was successful.